Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the baxter pd solution bag after the fresenius apd luer lock connector became disconnected during dwell 3 or 4 of pd treatment. Initially the patient only reported an issue but did not provide any specific details of the event. They were advised to notify the peritoneal dialysis registered nurse (pdrn). Upon follow up, the patient reported that the connector became disconnected during dwell 3 or 4 of treatment and the baxter pd solution bag leaked. There was no report of fluid leak observed within the cycler. The patient was unable to complete treatment after the reported event. There are no samples available to return for physical evaluation. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.